Manufacturer narrative:
One opened broken phacoemulsification tip without a wrench, in a plastic container with a lid was received for the report of phaco tip broken while in patients eye. The returned sample was visually inspected and was found to be non-conforming as the phaco tip was broken in two pieces at the cone to cannula transition area. The breakage is slightly jagged with cracks on the cannula and uneven wall thickness was observed. A review of the device history record traceable to the possible lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms the phaco tip is broken. The reason for breakage is due to a uneven wall thickness creating a weak region at the thinner section. The uneven wall thickness is a known potential risk with the phaco tip from the milling process. Manufacturing controls are already in place to minimize the creation of this defect. An investigation has been completed to further investigate the broken phaco tip. All phaco tips are 100% visually inspected by trained operators using 30x magnification throughout the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that phacoemulsification tip (phaco tip) was broken with initial use in the patients eye during cataract surgery with intraocular lens implant. The tip was retained inside of the sleeve. A new tip and sleeve was opened to complete the procedure. There was no patient impact.